Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to the facility not updating inventory.

Event description:
On 8/14/2024, it was reported by a sales representative via email that an abs-10062t angel cprp system with aspiration kit was used on a patient past its expiration date. This was discovered post-operative of a cotton osteotomy and fusion procedure on (B)(6) 2024. The product expired on 7/31/2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.